Event description:
It was reported to philips that intermittently the system failed to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to power on. Upon troubleshooting fse found that the flat detector controller (fdc) experienced intermittent power outages, and the main power distribution unit (mpdu) was faulty. To resolve the issue, fse placed main power distribution control. The defective mpd control unit was returned to philips for analysis and found failure due to corrosion visible on the connector. The system was returned to use in good working order. The codes were updated based on the investigation outcome.